Manufacturer narrative:
A review of the system datalogs found that it was intermittently experiencing d23:7 fluidic errors caused by improper loading of wash reagent. On the day of the event there were d23:7 errors at 3:12 and 3:47 pm. This caused multi-parameter forced errors rendering the measurement cartridge temporarily unavailable for sampling. The system was power cycled at 5:10 pm when the measurement cartridge was reinitialized. The escalated sample was run immediately after the cartridge was available. This investigation couldn't find any evidence of po2 sensor malfunction. The po2 sensor was working as intended and recovering within published ranges for all three levels of aqc. Discrepant po2 results can be caused by fluidic errors or power cycling of the instrument but it is unknown if the power cycle had truly affected the oxygen sensor, as not all the requested instrument files were provided. The rp500 instrument appropriately generated the d23:7 error messages. The instrument was operating as intended. The customer resolved with routine troubleshooting by installing with a new measurement cartridge. The customer is currently operational.

Event description:
The customer reported that they received a discrepant high po2 result compared to repeat testing of the same sample on another rp500 instrument. There is no report of injury due to this event.